Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that difficulty installing the clip due to the twist of the applier jaw.

Event description:
It was reported that difficulty installing the clip due to the twist of the applier jaw.

Manufacturer narrative:
Qn#(B)(4). We are unable to perform a thorough DHR review at this time since provided documentation does not provide lot information and this instrument has not been returned for us to review and evaluate. We are unable to determine what caused the alleged defect or validate the alleged complaint. All instruments produced at this facility are 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this product line at this facility.

Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify complaint 3011137372-2019-00325 as a malfunction. There was no serious injury. Complaint 3011137372-2019-00325 is a malfunction.